Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms had occurred. The customer would either change the pump supplies or just clear the alarm to resolve the occlusion. Blood glucose was in the 300s mg/dl at its highest. As the occlusions had occurred in the past, a possible cause could not be determined.